Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced trauma after a vehicular accident and the l3 lead migrated and the ipg was loose in the pocket. The issue was confirmed via x-rays. In turn, surgical intervention took place on (B)(6) 2025 wherein the l3 lead was explanted and replaced to address the issue. The ipg was repositioned to address the issue. Effective therapy restored.